Event description:
The manufacturer received information alleging a trilogy 100 ventilator had an inoperable liquid display (lcd) screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd needed replacement to address the issue. However, no repairs were completed because the device was scrapped additional findings not related to the malfunction/issue was the real time clock was noted to be offset and was reset during the evaluation. The rear enclosure was damaged and required replacement. No repairs were completed because the device was scrapped.